Event description:
A blood glucose test was performed on a patient at 21:00 with a result of "h". A lab was run at 21:06 with a result of 255mg/dl. Controls were in range. A request was made for the return fo the suspect device and replacement product was sent.